Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The customer reported that the patient was not ventilated. No part was reported replaced and no further issues have been reported. The evaluation of received device logs shows no significant issues during the reported time interval. A suction support is started and when the patient is reconnected a low expiratory volume alarm is generated. Nor do the trend logs show any significant deviations. There is nothing in device and trend logs that indicates that the reported issue was caused by a ventilator malfunction. There are no technical faults logged and the ventilator alarmed as per design to alert the operator about ongoing issues.

Event description:
It was reported that the patient was not ventilated. There was no patient harm. Manufacturer's ref #: (B)(4).